Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "observation of a leak between the two leaves of the plunger during preparation of syringe-packed chemotherapy. Significant risk of external leakage, so preparation is redone. The incident occurred several times but this time the product is red and the malfunction is clearly visible. As the liquid was red it was very easy to see the leak, but this is not the first time the incident has occurred. The batch number cannot be provided as the cartons are unpacked and the syringe packs immediately thrown into the isolator. The device was not kept as it was cytotoxic." Photos received.